Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h3, h6 (health effect, type of investigation, investigation findings, component code, health effect code, investigation conclusions), h11. A getinge field service engineer (fse) arrived and confirmed the alarms were logged in the system. Fse inspected the unit, no issue found. This alarm is normally a clinical alarm, for clinical troubleshooting see the operating instruction or call the 24 hour clinical support line. Fse performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.

Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) showed leak in iab circuit alarm. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) showed leak in iab circuit alarm.